Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to insulation damaged at the header and the internal wire was stretch upon getting it out of the header. No additional adverse patient effects were reported.